Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced a hematoma in the pocket within days of the implant procedure. It was noted there was no infection, however physician opened and cleaned the pocket. No additional adverse patient effects were reported.